Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case while advancing the delivery system, the implanting physician noticed a considerable amount of resistance at the distal end of the sheath. It was originally thought that the wire was causing the issue; however, this was not the case. The implanter gave a little more force and finally pushed the delivery system out of the sheath. The sheath was assessed at the end of the procedure and a rough tear at the distal end of the expandable segment was observed.

Manufacturer narrative:
The sheath was returned for evaluation. General curvature was observed on the sheath shaft and the liner was fully expanded. The distal tip was torn radially along the liner edge and near the axial score line. The distal tip stretched along axial line and did not open along the axial score line. The c-marker band was present. Scratches on the hdpe were observed along the shaft on the opposite side of the liner. All scores lines were present. Due to the condition of the returned device, no applicable functional testing was able to be performed. Due to the nature of the complaint, no applicable dimensional testing was able to be performed. A device history review (DHR) did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and of the one other event discovered, no manufacturing non-conformance were identified. During manufacturing of the esheath plus, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, preparation manual, and procedural manual were reviewed. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Aspirate as necessary during delivery system insertion. Take care when handling. Do not bend system at the handle or tip. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. To prevent possible leaflet damage, the thv should not remain in the sheath for over 5 minutes. No IFU/training deficiencies were identified. Imagery was provided and calcification and tortuosity could be seen in the patient's access vessels. Stretching of the distal tip could be seen. The sheath shaft appeared to have fully expanded, as designed, but the tip appeared to not have opened along the axial score line. A radial distal tip tear was noted. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was initiated for re-escalation of distal tip tears on the esheath/esheath+ introducer set. As the esheath+ is in early stages of release, control limits have not yet been established for the device. However, as the distal tip component and manufacturing process for the esheath and esheath+ are identical, the scope of the pra covers both product families; therefore, the re-escalation is also applicable to esheath+. The pra is currently in determination phase. A corrective action / preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. Corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, reducing gap distance variation. Re-escalation was performed. The tear of the sheath distal tip and resistance between the delivery system and sheath were confirmed per evaluation of returned procedural imagery and the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigation supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''the implanting physician noticed a considerable amount of resistance at the distal end of the sheath. It was originally thought that the wire was causing the issue; however, this was not the case. The implanter gave a little more force and finally pushed the delivery system out of the sheath. We assessed the sheath at the end of the procedure and notice a rough tear at the distal end of the expandable segment''. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in the product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, returned patient imagery showed calcification and tortuosity in the patient's access vessel, especially near the aortic bifurcation. Scratches and curvature were also seen on the sheath shaft, indicative of calcification and tortuosity. Per the procedural training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification and tortuosity can lead to non-coaxial alignment between the valve and sheath, which may lead to increased resistance or an increased potential for the valve struts to catch onto the sheath distal tip during advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity). However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case while advancing the delivery system, the implanting physician noticed a considerable amount of resistance at the distal end of the sheath. It was originally thought that the wire was causing the issue; however, this was not the case. The implanter gave a little more force and finally pushed the delivery system out of the sheath. The sheath was assessed at the end of the procedure and a rough tear at the distal end of the expandable segment was observed.